Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that serter was lost which caused her to insert infusion set manually. Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 532 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer reports that when she inserted manually, cannula was kinked. Customer was wearing insulin pump at the time of hospitalization. Customer states that high blood glucose may have also been due to two wisdom teeth being pulled. Customer was advised that serter would be replaced. No further information provided.